Event description:
Caller reports the pt tested 2.4 inr on the coaguchek xs system and 1.7 inr on a comparison lab. Treatment based on the lab result. No adverse event reported. Requested return of suspect system and replacement sent.